Event description:
It was reported that the patient received inappropriate therapy due to a fracture on the right ventricular (rv) lead. Insulation damage was suspected and there was also noise on the pace/sense portion of the lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant product: d274trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2009; 4195 implantable pacing lead implanted: (B)(6) 2010. (B)(4).